Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue were contamination to the whisper cap and filter duct, and damage to the bm gasket, universal porting block, front enclosure, and handle o-rings. The pollen air filter was proactively replaced on the device.